Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Hence, a definitive root cause of foreign matter remaining in the device could not be determined. The suggested event is detectable/preventable by handling the scope in accordance with the following sections of the instructions for use (IFU): - the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. - the instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated and the evaluation found due to a crack on scope cover, water tightness was lost; due to wear of angle wire, bending angle in up direction did not meet the standard value; an abnormal sound was made due to damage on right/left knob(r/l knob), connecting tube had a buckling and switch-1 did not work due to damage. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: due to wear of angle wire, the play of upward/downward angulation control knob (u/d knob) was out of the standard value; adhesive around light guide lens and adhesive around objective lens was peeled; due to adhesive peeling around objective lens, streak of flare appeared in the image. There was a crack on color ring and adhesive on bending section cover; also adhesive on bending section cover had white-clouded area and a chip; image guide protector had a chip as well and connecting tube and universal cord had a wrinkle. Scratches were found on the connecting tube, plastic distal end cover, switch-3 and on the universal cord; discoloration was found on forceps elevator knob, u/d knob, r/l knob, suction connector, control unit, scope cover and on the grip. As per device evaluation, foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The customer had cleaned, disinfected, and sterilized the device before sent it to olympus. The customer had flushed the air/water nozzle with water and air. Also customer had wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges and flushed the air/water nozzle / channel with the detergent solution. There was no delay in the start of precleaning and was properly implemented. There were no abnormalities in the accessories used for reprocessing. According to the customer, the following details regarding the cds process were unknown: when the foreign material adhered to the nozzle and whether the endoscope was presoaked in the detergent solution. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had an abnormal bending angle, buckling of insertion part, abnormality of operating section and cutting. There were no reports of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.